Manufacturer narrative:
The manufacturer received information alleging the device cable is damaged and the conductor wire is exposed from the damaged part. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned for repair by the service technician due to sieve canister needs checked message, damaged cable and exposed wire. Components were replaced as a part of maintenance. The silicone tube was found to be worn due to having contact with the rear case and the silicone tube was replaced. During evaluation, the ac adapter damage was confirmed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer received information alleging the device cable is damaged and the conductor wire is exposed from the damaged part. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.